Event description:
I currently own 5 of these walkers. Never had a problem until now. Weld came undone on this one, very dangerous. Here is info that I provided company with pictures of my injuries - they did not act very concerned and kept trying to pretend like they never rec documents. Department: customer service, first name: (B)(6), last name: (B)(6), email address: (B)(6), phone: (B)(6). Comments: I own 4 of your rollators. Last week while using one of them -sitting in it, the metal bar on front of rollator under seat came completely off and I fell in between bar's and onto floor. Both arms heavily bruised. Since this is my newest rollator I am hoping you will send me a replacement and note the danger of this happening again. Document number: (B)(4), report number: (B)(4). Product category: personal care. Product type: personal protection. MFR / importer: (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2016, this date is an estimate.